Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited intermittent capture. The lead was ultimately not used and replaced with new lead during the same procedure. Patient condition was stable.